Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The power would not turn on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue occurred due to a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center power was turned off for several minutes. The issue occurred during the procedure. There were no reports of patient harm.